Event description:
Repair center alleged noisy unit and key is the compressor is noisy. Additional malfunctions are the 4-way valve is not shifting, the gear clamps for the manifold have leaking hoses, the heat exchanger is leaking, the power switch has a short circuit, and the barbed connector is cracked.